Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Peripheral thromboembolic events, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a basilar embolic stroke. The patient was intubated and admitted. It was reported on 03/22/2017 that interventional radiology was unsuccessful in an attempt to remove the emboli. It was unknown if the patient had any residual effects from the stroke. On an unspecified date the patient was extubated. On 03/29/2017, it was reported that the patient had some purposeful movement, was nodding slightly, and was able to perform some eye-tracking. No additional information was provided.

Manufacturer narrative:
Corrected information: the event was initially reported as a serious injury leading to hospitalization and requiring intervention. The patient subsequently expired. (B)(4).

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017 from withdrawal of care. The device was reported as operating as expected at the time. Reportedly the patient¿s outcome was related to the lvad therapy complication of stroke in (B)(6) 2017. The device will not be returned for evaluation.